Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported a delay in obtaining results with an I-stat act kaolin cartridge. The cartridge was running and the analyzer timed out after 15 minutes on three occasions. On (B)(6) 2011, a patient was undergoing an electrophysiology procedure and act was being performed every 15 minutes. The following results (in seconds) were obtained: 227, 277, >1000, 340, 315, 340, >1000, 350, 365, 365, 340, >1000.